Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible additional information: imdrf annex a and g codes.

Event description:
It was reported that nuisance "air-in-line" alarms occurred in medical surgical, intensive care unit, and emergency room. In some cases air was visible within the tubing. It was noted that when loading, the tubing was sometimes not pushed into the air-in-line sensor. There was no patient harm.

Event description:
It was reported that nuisance "air-in-line" alarms occurred in medical surgical, intensive care unit, and emergency room. In some cases air was visible within the tubing. It was noted that when loading, the tubing was sometimes not pushed into the air-in-line sensor. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.